Event description:
It was reported that, while attempting to ream for the lag screw, the reamer spun independently of the barrel reamer.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Catalog # 704044 combination reamer shaft omega hall coupling u29181 is a associated device in this event.